Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device delivered an unexpected level of energy. There was no patient involvement.

Manufacturer narrative:
The device was not returned to redmond; the customer informed physio that the device was sent for service at a third party.. The reported issue could not be verified, and root cause could not be determined. H3 other text : d

Event description:
It was reported that the device delivered an unexpected level of energy. There was no patient involvement.